Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pipeline, pushwire and marksman catheter were returned for evaluation. The pushwire and pipeline were not attached and the pushwire was broken into two segments. Cross-sectional analysis of the break points indicated that the failure mode was due to brittle overload. Pushwire separation. (B)(4).

Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the device did not open on the distal end so the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.